Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On (B)(6) 2016, lead trend shows rv pacing impedance rising to 3135 ohms which has been steadily rising since (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance. The patient was hospitalized and the detections programmed off and external monitoring recommended. It was noted that the patient suffers from severe pancreatitis. No patient complications have been reported as a result of this event.